Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. During troubleshooting there was an open clamp on an unused line found. The power was cycled and the hc alarmed with a system error 2367. The tsr advised the home patient (hp) to use all new disposables. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Per baxter labeling, users are instructed to close clamps on unused lines when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.